Event description:
Ous MDR - it was reported that the patient experienced pain in his chest. An x-ray revealed a lead dislodgement. Two days post the revision procedure, a second dislodgement and a loss of capture were reported. The lead was replaced. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.